Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube is loose and twisted, universal cord is scratched and slightly deteriorated and the sheath is discolored. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the complaint is no problem detected. The insertion tube is loose and twisted this were cause by a component failure of the outer tube. The universal cord is scratched and slightly deteriorated and the sheath is discolored this were caused by a component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name: (B)(6). E1 - address: (B)(6).

Event description:
It was reported the rigid video scope presented a dark and blurry image. This event occurred during set up. There were no reports of patient harm.